Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently did not report the patient age at time of event. Outcomes attributed to adverse event, corrected data: the initial report inadvertently did not report the date of death. Date of event, corrected data: the initial report inadvertently did not report the date of event.

Event description:
It was reported that the vns patient passed away. The cause of death and its relationship to vns are unknown. Attempts for additional relevant information have been unsuccessful to date.

Event description:
A sudep evaluation was performed which showed the death was possible sudep. The patient's treating physician did not have any additional relevant information regarding the death. The death certificate is unable to be obtained.